Event description:
A malfunction was reported when the pump became submerged in water. There was no adverse impact to the customer¿s blood glucose level. The customer switched to mdi as a backup therapy and tandem technical support arranged for a replacement pump to be sent, advising the customer of necessary steps for using and returning the devices.